Event description:
Device report 1 of 2. Reference MFR report: 1627487-2012-09184. The pt has been implanted with two system leads (from the same lot). It has been reported the pt has been experiencing head and neck pain, headaches. The pt also reported having difficulties initiating communication between her ipg and the charging system and has been without stimulation. The pt also reported she feels the ipg has moved to the right. The pt is working with her physician to determine the next course of action. Surgical intervention will be undertaken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.